Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with diffuse lamellar keratitis (dlk) in both eyes; right with trace and left with stage 1+. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported at that time that symptoms were not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -3.00 x -1.75 x 92, left eye pre-op 20/20 -3.50 x -1.00 x 100. Patient was seen on (B)(6) 2017 and it was noticed that both eyes had dlk with stromal infiltration (left more than right). An oral steroid was prescribed (medrol dose pack) steroid dosage was increased and a flap lift and rinse was performed. At this visit the patient complaint of light sensitivity and double vision with symptoms being slightly better during that visit than the day before. Patient reported during this last visit that symptoms are significantly interfering with activities of daily living.